Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to an insulin flow block alarm that led to hyperglycemia and diabetic ketoacidosis during pregnancy. At the time of admission, the patient's blood glucose level was 19.5 mmol/l , and ketones were present. The patient received treatment with intravenous insulin infusion along with multiple daily injections (mdi) no further information available.

Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.